Manufacturer narrative:
Facility staff has attributed the reported blood loss to user error as the operator did not turn the blood flow rate down while adjusting the needle in response to the alarm, causing the needle to dislodge. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. There is no evidence of a device malfunction. Review of the log file indicates that the cycler was functioning properly. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse, event solely to comply with the FDA's blood loss policy. An arterial pressure alarm occurred during a routine hemodialysis treatment. While adjusting the access needle to resolve the alarm, the operator pulled the needle out. Rinseback was started but could not be completed due to clotting, resulting in an estimated blood loss of 95cc. No medical intervention was required.